Event description:
Reporter indicated that their hp jornada handheld screen kept freezing. Hard and soft resets were done but they still had the same issue. After a hard reset was performed the handheld would turn off. Then after taking both batteries the screen wouldn't respond so you couldn't get past the "screen align" screen. Product analysis is pending.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.